Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped when pulling back in the vessel. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. There was no visible damage to the sheath after removal. The balloon lost pressure after inflation and prior to the first stop. There was no visible damage in the distal end of the sheath after removal. There was mild calcium in the vessel wall. There was little vessel tortuosity. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). A non-cordis 6f sheath introducer was used with the device. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the right common femoral artery (cfa). The user was trained on the device. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.